Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced incontinence with a artificial urinary sphincter (aus). The suspected cause was urethral atrophy that resulted in explant of aus cuff, and a new smaller cuff was implanted. No patient complications were reported.